Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker right atrial (ra) and right ventricular (rv) lead exhibited out of range pacing impedance measurements that resulted in activation of the lead safety switch (lss) feature. The specific pacing impedance measurements were unable to be determined as the device only displayed a weekly average. Additionally, noise was observed on the ra and rv leads and loss of capture (loc), oversensing , pacing inhibition and inappropriate atrial tachy response (atr) mode switches were observed on the ra lead. It was noted that the device migrated 10 inches below the incision when the patient was standing and lack of slack was noted in the leads since implant and the leads were noted to be stretched. The physician felt that the stretching of the leads or a potential insulation breech may have contributed to the clinical observations. The device was explanted and replaced and the leads were surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.